Event description:
It was reported that the patient was experiencing increased frequency in recharging the ipg to maintain therapy. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced.